Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the channel of the evis exera duodenovideoscope was clogged. The issue was found during cleaning after a procedure. Inspection and testing of the returned device found the air water nozzle was blocked with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation due to automatic disinfection not being possible as the machine indicated a clogged channel. The device evaluation found that air water nozzle blocked with foreign debris. Due to damage on scope-cylinder, suction volume did not meet the standard value. The elevator channel plug was loose. The nut was loose. The grip had a dent. Due to damage on the channel mount unit, channel cleaning brush could not be inserted smoothly. The image guide protector was damaged. The distal end was deformed. The adhesive around objective lens had wear. The adhesive around the light guide lens had wear. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.